Event description:
A bipap a30 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation, the customer complaint was confirmed. The service technician observed visible foam particles inside the assembly. Additionally, an error code indicating the device was unable to write to the event log was recorded in the device event log therefore the technician recommended replacing the system board to address the issue. The device will be scrapped per the customer's request.